Event description:
It was reported to philips that the foot switch for the allura device did not function. The deivce was in clinical use at the time of the event and caused a delay to diagnostic procedure. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue occurred, the coronary diagnostic procedure got delayed and was completed by pressing the footswitch one more time. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. Review of the system log file showed x-ray generator error, which was resolved at the next cold system startup and there was no footswitch malfunction noticed. No service was provided by philips, as the cause of the issue was not determined and the customer stated that they will monitor the issue and replace the footswitch if the issue re-occurs. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.